Event description:
The customer reported the ventilator backup alarm is inaudible. The customer reported patient involvement is unknown and there was no report of patient harm.

Manufacturer narrative:
.